Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tubing of the viscous fluid control popped out of the syringe during a vitreo retinal surgery. There was no patient harm associated with this event. Additional information was provided that grabbed a new oil package to complete procedure. Incident occurred at end of procedure. Was in patient eye, although no harm was done to eye due to incident. No patient identifiers.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The used viscous fluid control (vfc) tubing set with the small part tray was returned and visually inspected. In return condition, the gray tip plunger was in the bottom of the syringe barrel. Silicone oil was observed in the syringe barrel, the gray tip plunger and the 25 gauge cannula. The 20 gauge and the 23 gauge cannula's were unused. No damage was observed on the syringe barrel and adapter on the tubing set. According to the directions for use (dfu), the gray tip plunger was removed from the syringe barrel, and 1000 cst silicone oil was filled into the syringe. The viscous fluid control (vfc) tubing set was tested using the constellation console with the latest software, a scale, and a timer. The plunger performed smoothly; radio frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. The syringe barrel should be pushed down and rotated 90 degree to the viscous fluid control (vfc) adapter to insure that the syringe barrel is property installed and aligned to the adapter on the viscous fluid control (vfc) tubing wet prior to use. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).